Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, g3, g6, h1, h2, h3, h6, h11 h6: mechanical (g04) - femur reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. X-ray review indicates there is soft tissue damage if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Event description:
It was reported patient underwent a revision procedure five days post implantation due to instability. During the revision procedure, the surgeon noticed a ruptured mcl from the femoral insertion as the main cause of the instability. A cr tm femur and mc bearing were removed with minimal bone loss and replaced with a ps femur and a cps bearing. The mcl was reattached at the femoral end with bone staples and knee was stable. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). D10 - medical product: articular surface medial congruent (mc) left 12 mm height use with tibia sizes c-d/cr femur sizes 4-5, catalog #: 42512100312, lot #: 64885748. Tibia cemented 5 degree stemmed left size c, catalog #: 42532006401, lot #: 66300253. Stem extension tapered cemented 14 mm diameter +30 mm length, catalog #: 42557000114, lot #: 66260743. Nexgena trabecular metal standard primary patella, catalog #: 00587806532, lot #: 66335063. G2: australia. H3: customer has indicated that the product will not be returned because requested but not returned by hospital. Once the investigation has been completed, a follow-up MDR will be submitted.